Event description:
A site representative, rn, reported the right rear caster on the stealthstation tria navigation system camera cart falls off. No patient was present.

Manufacturer narrative:
No patient was present at the time. Medtronic investigation finds a request for the return of this asset. To date, no parts have been received by the manufacturer for evaluation.